Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the malfunction was found during decontamination and installed test mixing pump to cool. Per sample evaluation results on 12dec2023, it was reported that the tank seals were found to be cracked and torn. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the malfunction was found during decontamination and installed test mixing pump to cool. Per sample evaluation results on (B)(6) 2023, it was reported that the tank seals were found to be cracked and torn. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the malfunction was found during decontamination and installed test mixing pump to cool.